Event description:
A customer contacted a baxter technical service rep (tsr) regarding a system error 2240/2367 alarms that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. The tsr explained the system error. The home pt (hp) was asleep and the pt line became disconnected. The tsr reset the alarms and unloaded the cassette/bags. The hp advised that he still wants to do a manual exchange. The tsr referred the hp to the on call nurse for further medical instruction. No pt injury or medical intervention was indicated at the time of the initial report. This writer spoke with the home pt, who confirmed that the pt line had become separated from the transfer set during therapy. The pt confirmed there was no pt injury or medical intervention associated with this incident and that he has been continuing with therapy as usual.

Manufacturer narrative:
(B) (4). Per initial report, the sample is not available for eval.